Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable ise indirect na and ci for gen.2 results for one patient sample. Of the data provided, only the chloride results were a reportable malfunction. The initial result was 128.6 mmol/l. The repeat results from the cobas 4000 c (311) stand alone system were 104.1 mmol/l and 104.3 mmol/l. The repeat result from the original analyzer was 102.2 mmol/l. The erroneous result was not reported outside the laboratory. There was no adverse event. The chloride electrode lot number and expiration date were requested but were not provided. Upon follow up, the customer confirmed they had no further issues and declined a service visit. The investigation was unable to find a definitive root cause.